Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had an e315 error reported due to an immersed scope connector. The issue occurred during preparation for use on unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint of breaking of the connecting tube was confirmed. Based on the results of the investigation, and since the definitive root cause of the reported issue could not be determined, it is likely that the suggested event occurred due to the user handling the device, the venting connector leaked, which led to water invasion of the device, then the abnormality of electronic parts. The following is included in the instructions for use (IFU): "chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1, the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, "troubleshooting". If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, "returning the endoscope for repair". Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.